Manufacturer narrative:
A maquet field service technician (fst) investigated the device and found a defective hand control unit. The design of the hand control is single fault safe. This means, to activate, a movement of the table, two contacts (a switching foil and a button) have to be closed at the same time. Additionally, it is protected against ingress of liquids (ipx4, splash proof). The fst found a hole on the backside of the hand control. The hook which is normally mounted there has been pulled out. As a result, a liquid may have entered into the hand control and possibly triggered an unintentional movement. The fst was not able to reproduce the described behavior. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
According to the hospital the table went head down unintentionally and the patient slid down. No injury to the patient was reported to maquet. (B)(4).